Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that the patient used an expired sensor. Labeling indicates: don¿t use expired sensors, because they may give incorrect results. Check the package label for the expiration date. It¿s in yyyy-mm-dd (year-month-day) format. No additional event or patient information is available.